Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing continuous elevated blood glucose (bg 600 mg/dl) and ketones were large. Boluses via the pump were delivered and customer had visited the healthcare provider's office to address the ongoing elevated bg. Customer reported cause of event was due to the basal pump setting. Customer¿s healthcare provider adjusted the basal setting and prescribed a low carbohydrate diet.